Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was unable to verify the customer's reported issue. The device powered on and booted up with no abnormalities. The device passed 143.6 hours of extended bench testing at the customer's setting. The device passed initial final test and initial alarm volume test with no abnormalities or alarm conditions. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model palmtop ventilator revel was alarming low oxygen and low positive end expiratory pressure (peep) while connected to a patient. The patient was removed from the device and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported issue.